Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, high, out of range impedance was observed. It was noted that the impedance return to normal range by itself. The lead remains implanted and active. The patient will continue to be monitored.

Event description:
New information received notes that lead was capped and replaced on mar 25, 2025, due to fracture, after possible prior deactivation. The patient was stable.